Event description:
It was reported that increased capture threshold was observed during follow up. Pocket inspection revealed that the leads were not securely fixated in the pocket due to the lack of fibrosis. The lead was explanted and replaced. The patients condition was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.